Event description:
The customer stated that his meter readings had been higher than usual. While troubleshooting, he performed normal control tests and received results of 173 and 172 mg/dl. The normal control range is 88-120 mg/dl. The customer did not adjust his diet or medication or allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.